Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and determined that the collar wash vacuum valve was malfunctioning which resulted in a leaking issue and failed patient results for all multiple chemistries. The fse performed repairs by replacing the collar wash vacuum valve which resolved the issue. The system functioned properly without any signs of further leaking or patient result failure issues.

Event description:
The customer reported to beckman coulter (bec) that there was fluid which had leaked from the cc (cartridge chemistry) sample probe of the unicel dxc 660i synchron access clinical system. The customer also reported that the patient results showed "suppressed" and "no samp detect" for bun (blood urea nitrogen) and cr-s (creatinine) chemistries. All initial and repeat results for all chemistries were provided. Upon review, it was determined two (2) patient samples generated false low or high results for gluh (glucose), cr-s, tp (total protein), alb (albumin), alp (alkaline phosphatase), ast (), alt (alanine aminotransferase), ck (creatine kinase), ld (lactate dehydrogenase) and mg (magnesium) chemistries. The failed results were not reported outside of the laboratory. The customer repeated the patient samples on an alternate instrument and obtained results which were considered to be correct for patients. Calibration passed and quality control results were within laboratory established specification ranges. There was no effect to patient treatment in connection to the event.